Event description:
Pt was implanted with uss hardware at l4-s1 in 2007. Approximately one year post index procedure, the surgeon noted two broken rods; the pt was fused at this time. Surgeon monitored the pt for a 9 month period at which point a rapid onset of adjacent level disc disease was noted. Pt returned to operating room on (B)(6) 2012. The screws at l4 were removed and exchanged for larger screws along with 2 rods, 2 collars and 2 nuts. An additional 4 collars and 4 nuts were removed concomitantly to facilitate extension of the fusion construct. This is the 5th of 8 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Manufacturer narrative:
Four collars with this lot number were returned. It is unknown which of the four is the complained device so all four were evaluated. Visual inspection of the four collars noted scratches on the bottom and brown marks with scratches on the outside diameter and the top of the slot width and outside diameter were expanded. Measurements that could be taken were found to meet specifications. The scratches, brown marks and damage are not manufacturing related. DHR review found no relevant issues that would result in this product complaint.